Event description:
Patient reported that they went to hosp due to high blood glucose (509 mg/dl). Pt was taken off of device and put on an insulin drip. Pt reported that during the week prior to the event, their blood glucose levels were ok with exception of three low blood glucose values; however, pt stated that they have been eating differently. Pt is now taking insulin injections.